Event description:
Information was received indicating that a pump with a cadd cassette attached was alarming continuously when administering veletri. It was reported the end user switched out the cassette after the backup pump alarmed with the affected cassette and was able to continue the infusion with the different cassette. The pump and cassette were replaced. Per reporter the end user has been sick in bed and had decreased the veletri dose through self-titrating down and reported the following: dose ung/kg/min. 74 mu24hr pump rate. Using 1 -1.5mg vial. Titration order: increase dose by 1ng/kg/min every 14 days until goal of 20ng/kg/min.

Event description:
Additional information received by manufacture on 2/8/22: patient information was provided.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.